Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. Initially, the farawave catheter was used during the first half of the procedure without issues. However, after the catheter was removed from the patient, irrigation was no longer possible as the physician could not flush the port. Additionally, the physician was unable to deploy the catheter splines. Occurred. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be returned for analysis as it was deemed contaminated.